Manufacturer narrative:
In some countries outside the u.s, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
A (B)(6) customer purchased contour ts strips in (B)(6) 2018, and one of the bottles had an open cap. She used them anyway and questioned a high blood reading she received on the contour ts. No adverse event was alleged. The customer was advised to return the strips for evaluation, as strips exposed to moisture can cause high test results. A new kit was sent to the customer.